Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that the user was able to retrieve medication from other station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and the drawer failure. A field service engineer worked with the customer from the pharmacy; the station was communicating via rss(remote smart service). The customer verified at the station that there were no drawer failures and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that the user was able to retrieve medication from other station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex c grid, imdrf annex d grid, section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct imdrf annex c grid, imdrf annex d grid.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was not communicating. The customer stated that the user was able to retrieve medication from other station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.